Manufacturer narrative:
Reliability analysis inspected 2 opened/used infusion sets and performed the manual prime test per dqtp section 13.2.3.2.2 and des 8653. A new lab reservoir was used along with a 5 xx insulin pump. The prime process for the insulin pump was run at 55 units and both infusion sets failed per specifications. The infusion sets were found to be occluded at the tubing quick release connection septum side. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and issues with the infusion set. Customer's blood glucose level was 148 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during manual prime. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer resolved the no delivery alarm issue with a complete set change. Customer was advised replacement infusion sets would be sent out and they agreed to return the products for analysis.